Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported that the b button was not functioning correctly during a bolus attempt. Customer stated that the insulin pump was not allowing her to input her blood glucose level, but instead was flashing 599. Customer reported that with any button pressed, the number 599 then 600 would continue flashing on the screen. Blood glucose level was 206 mg/dl at the time of the call. No further information was provided.